Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sesr01, implantable pulse generator, (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead pacing impedance has been steadily declining and is now low. It was also reported that the threshold was slightly higher. The lead remains in use and the patient will continue to be monitored. No patient complications have been reported as a result of this event.